Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 460 mg/dl. Troubleshooting for reservoir leak was performed. Customer advised the reservoir leak occurred at the connection to the blue transfer guard. Customer advised the blue part of the reservoir was crooked. Customer advised the two infusion sets that were just taken out of the packaging was crooked. Customer advised the reservoir leak occurred possibly due to the reservoir being crooked and having to sometimes manually fix it. Customer advised they would return 6 reservoirs. Customer was advised replacement reservoirs will be sent out.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.